Manufacturer narrative:
(B)(6). For 4 of the 4 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve 3 events, the adjustable pressure limit valve was replaced to resolve the reported event, for 1 event the control panel assembly was replaced to resolve the reported event.

Event description:
This report summarizes 4 malfunction events. A review of the events indicated that model 1006-9305-000 anesthesia gas machine experienced mechanical problems causing flow problems. 3 events were reported for the adjustable pressure limit valve malfunction preventing manual ventilation. 1 event was reported for malfunction of the bag to vent switch preventing selection of manual ventilation. These reports were received from various sources. Of the 4 events, 4 did not involve patients.